Event description:
A physician reported large amount of air was found being sucked in from the aspiration line during ultrasound phase and aspiration failure occurred during procedure. Even after switched to irrigation/aspiration, the situation where a large amount of air was being sucked in did not change. It was possible that a hole (gap) in the connector of the pak or somewhere. Although aspiration was poor, aspiration was possible, so the procedure was completed safely as it was without product replacement. There was no patient harm.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
A review of the device history record traceable to the reported lot number indicates that the product was processed and released according to the product¿s acceptance criteria. The customer reported air sucked into aspiration line. When the sample was returned and tested on a calibrated console, the cassette passed priming and calibration, however, a crack on the irrigation connector caused bubbles in the fluid line. This observed issue potentially may have contributed to the customer's experience. The irrigation connector is molded by a supplier manufacturer. The root cause of the customer's complaint is related to an error during the supplier's manufacturing process. The supplier will be notified of this quality issue. Action will not be taken based on this occurrence. Based on our current tracking, there are no adverse trends for this reported complaint for this lot. The supplier was sent a notification for this reported event. The manufacturer internal reference number is:(B)(4).